Event description:
It was reported by the clinician that the spring wire guide (swg) coiled inside the pt and went up into the neck rather than down; the coil also became frayed. The perception is that the swg is "hanging up" and that it is not a smooth central line. Additional info received by the sales rep in 2009 stated, no surgery was required to remove the swg. They had a very difficult time advancing the swg, it was a code situation. The ER manager seems to think another central line was placed. Additional info received the following day from the hospital stated, the pt later expired. The pt suffered from cardiac arrest. The clinician stated the central venous catheter (cvc) kit issue played no part in the pt's death. Reported for info only. Product was not related to or a cause of pt's death.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.